Event description:
Boston scientific received information that this patient has been experiencing syncopal events. The right ventricular (rv) lead was seeing noise and potentially that noise was oversensed leading to pacing not being delivered when required. Boston scientific technical services (ts) was consulted and suggested evaluating the lead device interface. Later after another syncopal event it was noted there was a greater than 5 second pause in pacing. As a result the rv lead was surgically abandoned and the device replaced on this pacemaker dependant patient. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Once analysis is complete, this report will be updated.